Event description:
It was reported that during implant procedure after placing the ra lead, patient¿s heart rate suddenly dropped and patient went into cardiac arrest. Procedure was immediately stopped and patient was moved to ccu and intubated. Patient expired 8 hours later. It is believed that the implant procedure did not contribute to the patient¿s death.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.